Event description:
It was reported the patient presented to the emergency room and physician's office due to alarm notifications. In stored events, the noise seemed visible on both atrial and ventricle electrogram channels. However, it was not reproducible in the office by pocket manipulation or muscle/patient movements. The patient denied being closed to any potential electromagnetic interference source. Additional information was received and indicated there were short v-v internals on the pace/sense non-defib right ventricular lead. Consequently, the device was reprogrammed, and there have been no further reported issues subsequently. Device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed interference/noise. (B)(4).